Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the diagnosis procedure was completed by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not able to perform x-ray. A review of system log file confirmed the reported malfunction. Upon functional testing, fse run a diagnostic on fdc board and found fdc communication error and detector temperature was also high. To resolve the issue fse replaced the frontal flat detector, fire x board, cooling module. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that x-ray was not possible on the allura system. The system was in clinical use when this occurred. There was no report of harm. Philips has started an investigation of this complaint.